Manufacturer narrative:
The section of the electrode that was explanted is currently at hospital pathology and not available for return.

Event description:
It was reported that this patient developed an infection. During explant procedure, the physician severed part of the electrode and brought it to hospital pathology for testing. The remainder of the electrode remains implanted with the device. No additional adverse patient effects were reported.